Manufacturer narrative:
Submitting a correction supplemental MDR with updated information for d4 (model, catalog and primary UDI numbers).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient experienced an issue in which the controller would not turn on. The patient attempted to charge the controller, but no charging symbol appeared and the device remained unresponsive. As the controller was not functioning, the patient assumed insulin delivery had stopped. The patient¿s blood glucose rose to 27.5 mmol/l (approximately 495 mg/dl) and symptoms included high blood glucose, thirst, and headache. The patient removed the pod and sought medical attention. During the hospital visit, the patient received insulin pens and had glucose levels monitored. The patient reported being discharged the same day after a 4-to-5-hour visit. No specific diagnosis was given. The pod was not worn during medical attention because it had been removed beforehand.